Event description:
Telemetry system on med surg failed at 4:30 am. Rn supervisor attempted to troubleshoot. Called mindray to troubleshoot. Materials manager and mindray attempted troubleshoot without success. Mindray tech came to repair, had to return to (B)(4) to retrieve part. System repaired and pts placed back on telemetry at 12:10 pm. According to tech, the power supply in a receiver malfunctioned, likely due to power fluctuation. Also noted that batteries in uninterrupted power supply were in need of replacement and may have contributed.